Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and defib functional stress testing without duplicating the report. The pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.